Event description:
As reported via a literature article, a patient experienced a stent fracture, stent thrombosis, and an st elevated myocardial infarct (stemi) thirty hours after a percutaneous coronary intervention (pci) had been performed using two cypher stents. A (B)(6) male smoker with hypercholesterolemia and hypertension was admitted to the cath lab due to stable angina, following a positive ergometric test. At the time of the procedure (date unknown), two overlapping stents were placed. A 3.0 x 33mm and a 2.75 x 33mm cypher stent were implanted in the proximal and middle segments of the right coronary artery (rca). The stents were post dilated with a 3.0 x 20mm balloon at 24atm. It was reported that the stents had been placed in a hypermobile and angulated rca with long overlap and had been implanted at high pressure post dilation. The patient was discharged thirty three hours after the procedure. Then, an hour and 30 minutes after the patient was discharged, he experienced severe chest pain and presented to the emergency room with stemi and hypotension. It was reported that 20 minutes later, he was admitted into the cath lab where angiography indicated a double and circumferential stent fracture. Close to the overlap, there was a clear separation of the distal stent in three segments with dislocation of the middle one and misalignment of all three. The fracture was double grade v and avulsion type. Contrast injection indicated haziness suggestive of thrombosis into the context of the stent fracture and a timi flow of 2. The rca appeared very mobile with large systo-diastolic variations. There was no significant stenosis in the left anterior descending artery (lad). The left circumflex artery was reported to have total occlusion beginning after the origin of second obtuse marginal artery. At this time, the rca was treated with a pci. Small amount of white thrombus was extracted using a thromboaspirater.

Manufacturer narrative:
As reported via a literature article (amico, f. (2012, april, 13). Acute coronary syndrome due to early multiple and complete fractures in sirolimus-eluting stent: a case report and brief literature review. Catheterizations and cardiovascular interventions, volume 79.), a patient experienced a stent fracture, stent thrombosis, and an st elevated myocardial infarct (stemi) thirty hours after a percutaneous coronary intervention (pci) had been performed using two cypher stents. This is a (B)(6) male smoker with hypercholesterolemia and hypertension was admitted to the cath lab due to stable angina, following a positive ergometric test. At the time of the procedure (date unknown), two overlapping stents were placed. A 3.0 x 33mm and a 2.75 x 33mm cypher stent were implanted in the proximal and middle segments of the right coronary artery (rca). The stents were post dilated with a 3.0 x 20mm balloon at 24 atm. It was reported that the stents had been placed in a hypermobile and angulated rca with long overlap and had been implanted at high pressure post dilation. The patient was discharged thirty three hours after the procedure. Then, an hour and 30 minutes after the patient was discharged, he experienced severe chest pain and presented to the emergency room with stemi and hypotension. It was reported that 20 minutes later, he was admitted into the cath lab where angiography indicated a double and circumferential stent fracture. Close to the overlap, there was a clear separation of the distal stent in three segments with dislocation of the middle one and misalignment of all three. The fracture was double grade v and avulsion type. Contrast injection indicated haziness suggestive of thrombosis into the context of the stent fracture and a timi flow of 2. The rca appeared very mobile with large systo-diastolic variations. There was no significant stenosis in the left anterior descending artery (lad). The left circumflex artery was reported to have total occlusion beginning after the origin of second obtuse marginal artery. At this time, the rca was treated with a pci. Small amount of white thrombus was extracted using a thrombo-aspirator. A 3.0 x 24mm biomatrix flex stent was implanted and stent was post dilated with a 3.0 x 20mm balloon at 12atm. Post angiography indicated that there was no thrombus inside the stent and timi flow was 3. The patient was discharged three days later with no chest pain and normal hemodynamic parameters. At the 30 day and one month clinical follow up visit, the patient was asymptomatic for chest pain and dyspnoea. He had good hemodynamic condition and EKG at rest showed no signs of mi. The cypher stents remain implanted thus unavailable for analysis. No sterile lot number information was available thus no DHR could be performed. Stent fracture is a known potential adverse event associated with cypher stent implantation procedures and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture in the coronary arteries. The coronary arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occur in cases of multiple stents and overlap related to an abnormal stress area that is created. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. It is not known if the patient was maintained on an anti-platelet regimen as per the IFU. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.

Manufacturer narrative:
A 3.0 x 24mm biomatrix flex stent was implanted and stent was post dilated with a 3.0 x 20mm balloon at 12atm. Post angiography indicated that there was no thrombus inside the stent and timi flow was 3. The patient was discharged three days later with no chest pain and normal hemodynamic parameters. At the 30 day and one month clinical follow up visit, the patient was asymptomatic for chest pain and dyspnoea. He had good hemodynamic condition and EKG at rest showed no signs of mi. Amico, f. (2012, april, 13): acute coronary syndrome due to early multiple and complete fractures in sirolimus-eluting stent: a case report and brief literature review . Catheterizations and cardiovascular interventions, volume 79. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Manufacturer narrative:
(B)(4). Please note that although this is a correction to the alert date, even with the correction, the prior 3500a supplemental medwatch report was submitted on time.